Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the staples jammed and did not come out from the stapler during use. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared slightly misaligned. The stapler was returned with 23 staples remaining in the cover block, indicating that at least 12 staples were fired by the customer. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first five staples fired successfully. The remaining staples were inserted into a simulated skin pad. These staples did not consistently release and form properly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be slightly misaligned. Upon functional inspection, the staples did not consistently release and form properly. The sample was disassembled, and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the stapler to fail to function properly. A non-conformance was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported event: the staples jammed and did not come out from the stapler during use. Therefore, a new unit was used instead.